Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on the anterior side assessed as surgical impact opening (shell thickness was within specification), broken observed on posterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: ¿ creases were observed. ¿ stress marks observed. ¿ red particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.